Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted prior shock impedance values in the 50-60 ohms range, with an increase in all shock vectors to greater than 200 ohms. Additionally, noisy signals were observed on the rv channel. Ts suspected a potential lead integrity issue and provided general recommendations. No adverse patient effects were reported. This rv lead remains in service.